Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-03420. It was reported that the patient had ineffective therapy. As a result, surgical intervention took place on (B)(6) 2023 wherein both leads were moved down to address the issue. Patient had effective therapy post-surgical intervention.